Event description:
Patient was revised to address infection and poly wear of the underside of the insert. (Left knee).

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated polyethylene wear. The reported infection could not be verified. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space leading to accelerated wear. The investigation could not identify the root cause of the third body debris. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.